Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. A day after the onset of peritonitis, the patient was hospitalized due to the event. While hospitalized, the patient was treated with vancomycin IV (1g/12hr), meropenem IV (80mg/24hr), gentamicin IV (80mg/24hr), fluconazole IV (200mg/24hr), and nystatin oral (30cc/hr). Sixteen days later, the patient recovered from the peritonitis and was discharged from the hospital. No additional information is available.